Manufacturer narrative:
Evaluation: brake cam.

Event description:
It was reported by service report that the customer states the stretcher brakes are not holding down very well. It is unk if there was pt involvement or if there are adverse consequences to report.